Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged pins or damaged e-belt connector) as received, the trunk cable connector housing was broken. The connector locking nut was damaged and missing which would prevent the electrode belt from properly securing into the monitor. The root cause for the damaged locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.

Event description:
The daughter of a (B)(6) female pt contacted zoll customer support to report that the pt's electrode belt connector was broken. The pt was issued a replacement electrode belt.